Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. While attempting to cannulate the right inferior pulmonary vein with the reflexion spiral catheter, the patient became hypotensive. An echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.